Event description:
Report received that the device was found "off and unplugged" which resulted in a non-delivery of heparin. The pt was receiving an unspecified concentration of heparin at a rate of 1450 units/hr. On 2003, the nurse reportedly found the pump unplugged. Nurse reported that "the device had run out of battery power and was not functioning." When the nurse plugged the device back in, reportedly, "the device was not beeping when plugged in." It was unk how long the device was off. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.